Event description:
A customer reported having difficulty connecting a minicap to a transfer set. This event occurred during use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device's lot was manufactured between the dates 7/25/2013 and 7/26/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.